Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The evaluation found a cracked barrel and a fin.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and suture was used. Before the suture was used on patient, the suture broke off from the needle. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.